Manufacturer narrative:
Batch review performed on 28 july 2021: lot 2010311: (B)(4) items manufactured and released on 26-jan-2021. Expiration date: 2026-01-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Other devices involved: batch review performed on 28 july 2021: liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot 2100154: (B)(4) items manufactured and released on 17-feb-2021. Expiration date: 2026-02-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Screws: mpact 01.32.6535 cancellous bone screw, flat head ø 6,5 l 35 (k103721) lot 2013780: (B)(4) items manufactured and released on 12-feb-2021. Expiration date: 2026-02-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Stem: quadra -r 01.12.065 cementless, ha coated revision stem size 5 (k082792) lot 1810350: (B)(4) items manufactured and released on 27-feb-2019. Expiration date: 2024-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery 1 month after primary due to infection. Staph epidermis was the pathogen. The surgery was completed successfully, all implant revised successfully and tibial spacer implanted.